Event description:
It was reported that pump touchscreen was cracked and shattered, and caller confirmed damage under screen protector with screen becoming unresponsive and illegible so pump could not be used. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup to avoid interruption in insulin delivery, and technical support confirmed pump serial number and shipping address, provided storage mode instructions, arranged replacement pump within warranty, and instructed customer to return problematic pump within 10 days using provided packaging and label.